Event description:
It was reported via medwatch that attempted to place 22g accucath in patient's left forearm. Rn tried to retract guidewire. Guidewire unable to be fully retracted. Resistance met when trying to fully remove device from patient's skin. Md contacted vascular surgery physician removed device from patient's arm approximately 1-2mm of guidewire tip not present upon inspection of device. X-ray ordered and no metal noted in x-ray.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.